Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3278955 shows (B)(4) units were mfgd., tested, inspected, and released. In august 2016, citing no expection documents. Visual analysis: 1/27/2017 - received: one (1) used ch2000s-c, spinning spiros closed male luer; reported lot# 3278955, one used non-spinning spiros lot# unknown, one used tubing extension. Connections: spinning spiros -- tubing extension -- non-spinning spiros. The set up was flushed and no leaks were observed. Functional testing: a used non-spinning spiros and a used spinning spiros were returned connected to a used non-ICU extension set. The entire set was pressure leak tested. No leakage was observed with either of the spiros connectors and no leakage at any point along the fluid path. Final analysis summary: the complaint of fluid leaking from the spiros near the o-ring was unable to be confirmed or replicated. Both of the returned spiros assemblies performed as expected and met pressure leak expectations as outlined in the product performance specification.

Event description:
Complaint rec'd regarding one (1) ch2000s-c, spinning spiros closed male luer; lot# 3278955. The report states, the fluid leaked from spiros (near the o-ring) after administration of drug (gemzar). There were no adverse operator consequences reported.